Event description:
The patient's spouse called and was extremely upset stating that "there was something wrong with the pacemaker". The spouse reported the patient had coded for 27 minutes and almost died. The pacemaker was removed and replaced with an implantable defibrillator. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient's spouse called and was extremely upset stating that "there was something wrong with the pacemaker". The spouse reported the patient had coded for 27 minutes and almost died. The pacemaker was removed and replaced with an implantable defibrillator. No further patient complications have been reported as a result of this event. It was additionally reported that the patient went into ventricular arrest six hours after implant of the pacemaker. The physician made a decision that the pacemaker was not sufficient for the patient's needs and upgraded to an implantable cardiac defibrillator.